Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient¿s pump ¿had gone crazy.¿ the patient was only supposed to get a bolus once every two hours, but for the last week or so she had been able to get a bolus every hour or less. It was noted yesterday she was able to get a bolus after only 51 minutes. It was further reported this morning she got locked out for 5 hours and ¿that was a long time to wait when you are in chronic pain.¿ it was reported, the patient was having a lot of pain issues and the pain issues had been going on for more than 10 years. The patient¿s lock out intervals were pulled up from her personal therapy manager (ptm) and were as follows: 12x/day, 1x/60m and 12x/24h. The ptm was programmed so she could have a bolus every hour. It was further reported ¿the whole time she has had the pump she had never been able to have a bolus every hour.¿ the patient had an appointment for a refill on the date of this report. The pump was being used to deliver dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.